Manufacturer narrative:
No patient information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were reseated to resolved the issue.

Event description:
The hospital reported unit would not pressure causing loss of ventilation. There was no report of patient injury.